Manufacturer narrative:
Information from section f was completed by the MFR. Quality assurance analysis revealed that only a portion of the wire was returned. The separated portion was not returned. The hypo-tube and core wire were broken. Quality engineering was unable to determine the root cause of this product issue because the separated portion was not returned. Typically a combination of fatigue and tensile load beyond the design limits of the device may result in the core breaking. Quality engineering concluded this is a very low failure mode. As part of co's quality process, 100% of all guide wires are inspected during the packaging phase of manufacturing microscopically for damage, bend or kinks to ensure proper device structure and integrity. Quality engineering will continue to monitor for this type of product performance issue. This MDR is considered closed by the quality assurance departement.

Event description:
It was reported that following a ptca procedure, after the device was removed from the pt, the guidewire broke as it was being removed from the balloon catheter. The device was returned, and the tip was found to be separated.